Event description:
It was reported that the arctic sun device had failing calibration error 80(non-recoverable system error) (exp 6 actual 18). They emailed back to stated they gave the incorrect serial number when they first called. They had off by one digit, the correct sn was (B)(6). They opened a new wo under that serial number. They also stated when they drained the water it was dark and had an oil sheen. A check of chiller temperature(t4) showed it was reading 19 degrees at steady state. They discussed this was indicative of a failed chiller. They requested a quote for depot repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed chiller. The device was evaluated. The chiller compressor would not come on and the chiller would not drop below 12 degrees. The chiller was replaced. During the reported event, the user reported the water being brown and slimy during draining. No repairs were made since the device had been drained and cleaned before arrival. The device passed all applicable testing and is ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had failing calibration error 80 (non-recoverable system error) (exp 6 actual 18). They emailed back to stated they gave the incorrect serial number when they first called. They had off by one digit, the correct sn was (B)(6). They opened a new wo under that serial number. They also stated when they drained the water it was dark and had an oil sheen. A check of chiller temperature (t4) showed it was reading 19 degrees at steady state. They discussed this was indicative of a failed chiller. They requested a quote for depot repair. Per follow up information received on 08nov2024, it was reported that the sample received under (B)(4). No patient involved at the time of the malfunction.

Event description:
It was reported that the arctic sun device had failing calibration error 80 (non-recoverable system error) (expected 6, actual 18). They emailed back to stated they gave the incorrect serial number when they first called. They had off by one digit, the correct sn was (B)(6). They opened a new wo under that serial number. They also stated when they drained the water it was dark and had an oil sheen. A check of chiller temperature(t4) showed it was reading 19 degrees at steady state. They discussed this was indicative of a failed chiller. They requested a quote for depot repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.